Event description:
The patient alleges a granuloma may have formed at the entry point of the catheter. The patient reports mso4 concentration is 100mg/ml and has been for some time. The patient also reports withdrawal symptoms prior to the last refill and states there was more drug than expected (in pump).